Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
A consumer implanted for non-malignant pain reported poor telemetry or no telemetry with recharging and being unable to charge. It was noted the last time the consumer charged was in (B)(6) of 2016, and was having issues trying to recharge as of (B)(6). When the consumer was asked the last time they felt stimulation they stated they hadn't felt it "in a really long time." It was reviewed how to position the antenna over the implant and ensuring the recharging belt was positioned properly if used which resulted in the reposition antenna screen on the recharger. It was further noted the recharger wasn't charged up and had a 1/4 sliver that was flashing indicating the recharger needed to be charged. Due to the recharger needing to be charged it was unable to attempt a recharge session. It was noted there were no issues with the desktop charger, and the consumer had just been sent a replacement in (B)(6) of 2016. When asked if the patient programmer (pp) was able to connect with the implant, it was reported the batteries weren't working in the pp and it was giving a warning screen indicating the (B)(6) batteries needed to be changed. It was suspected the implantable neurostimulator (ins) was in overdischarge because the recharger gave the reposition antenna screen before it gave the recharge the recharger screen. The consumer then expressed she wished she never got the ins because of the issues with recharging and external equipment. The consumer called back after getting new batteries for the pp and confirmed the pp warning screen battery icon had resolved by changing the batteries. The pp was used to sync with the ins and the poor communication screen was seen. The recharger status was then checked and the recharge the recharger screen kept appearing regardless if the recharger was plugged in or not plugged into the wall, and it wasn't charging. It also sounded like the reposition antenna screen was seen. A request was made for a new recharger and desktop charger. No out of box failure was reported. A few weeks later the consumer called back and reported seeing the poor communication screen and the change the pp batteries screen on the pp. Troubleshooting was limited due to other concerns the consumer had. The recharger was used to connect with the ins which resulted in six to eight coupling bars and the very low ins battery blinking. According to the consumer it never progressed, even though they wore the belt all night, and had been trying to charge for the last several months. The consumer thought there was something wrong with the ins inside of their body, they weren't getting satisfaction, and they were unable to turn stimulation on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.